Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the patient death occurred three days after the initial complaint was entered. The sales representative was not involved in care during that time; however, follow-up communication with the medical team indicated that the death was not considered to be associated with the automated impella controller (aic) complaint reported at the time of implant. The treating medical team reported no concerns that the impella device contributed to the patient¿s death, which was described as a sudden and unexpected cardiac arrest. The patient had a diagnosis of cardiogenic shock secondary to a late presentation st-elevation myocardial infarction and experienced a complicated hospitalization.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via a right axillary/subclavian surgical arterial approach in a 65-year-old female patient presenting with cardiomyopathy and acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage d shock. The patient was supported with extracorporeal membrane oxygenation during the clinical course and had been previously supported with an impella cp device prior to escalation to impella 5.5. At the initiation of the impella 5.5 case, the nurse inserted the purge cassette and purge disc. Although the disc was noted to click into place, it was not recognized by the automated impella controller, and purge priming did not initiate. Multiple attempts were made to reinsert the purge disc; however, the system did not register the disc, and priming could not be started. In response, the care team transitioned to a different automated impella controller, after which the purge disc was successfully recognized and purge priming was completed, allowing initiation of impella 5.5 support. The automated impella controller will be conservatively reported due to temporary hemodynamic support interruption during troubleshooting and exchange; however, the exchange was performed with no reported adverse patient consequence, and support was successfully established. Following initiation of impella 5.5 support, the patient remained critically ill despite ongoing mechanical circulatory support. After two days of impella 5.5 support, care was withdrawn, and the patient expired. The death is being conservatively reported; however, based on the available information, the outcome is more likely attributable to the patient¿s underlying cardiomyopathy, acute myocardial infarction, cardiogenic shock scai stage d, and overall critical clinical condition.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation), h5 (labeled for single use?), h8 (usage of device). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, h10, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the purge disc detection issue on (B)(4) was a broken mechanical lever within the purge pressure sensor which prevented the console from successfully priming the purge.

Manufacturer narrative:
Additional information has been provided in b5, d9 and h6. Corrected information provided in d3 (manufacturer fax). D6a and d6b were omitted since the automated impella controller is not an implantable device.

Event description:
Additional information was received indicating that the patient¿s death occurred over the weekend, approximately three days after the automated impella controller (aic) complaint was reported at the time of implant. Follow-up communication with the treating medical team confirmed that there was no concern that impella support or the aic complaint contributed to the patient¿s death, which was described as a sudden cardiac arrest. The patient had been admitted with cardiogenic shock secondary to a late-presentation st-segment elevation myocardial infarction, with a complicated clinical course, which represents significant underlying clinical factors that may have contributed to the outcome.